Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh(device #2)may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges unspecified injuries on the date of implant; however, no details have been provided regarding the nature of the injury. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the brand name. Upon review of medical records, it was confirmed there was no adverse event or medical/surgical intervention associated to the bard mesh pre-shaped w/ keyhole implanted to treat the patient's right inguinal hernia. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-dec-2014) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d4, g1, g3, g6, h2, h4, h6, h10, h11. Corrected field: d1 (brand name) this supplemental emdr represents the bard mesh pre-shaped w/ keyhole (device #2). Additional supplemental emdr was submitted to represent the bard mesh pre-shaped w/ keyhole (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol flat mesh(device #1). (B)(6) 2016: the patient had unspecified injuries and underwent revision surgery for implant of an unspecified bard/davol flat mesh(device #2). The patient is making a claim for an adverse patient outcome against the two (2) bard mesh(device #1 and device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of pre-shaped mesh with keyhole (device #1). Per operative notes, ¿the scarred hernia sac was dissected and opened. The sac was resected along the course of the cord and then inverted and oversewed in a standard fashion. Then a pre-shaped mesh with keyhole (device #1) was placed in the inguinal floor, secured it to the inguinal floor and to the pelvic floor using sutures.¿ (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the implant of pre-shaped mesh with keyhole (device #2). Per operative notes, ¿the mesh (device #1) was identified, which was intact in the floor of the inguinal canal, had essentially pulled away from the upper edge creating a bulge above the mesh. Then a pre-shaped mesh with keyhole (device #2) was overlaid, secured to the pubic fascia, lower edge of the inguinal ligament, and the anterior fascia of the internal oblique at the junction with the external oblique fascia superiorly using sutures.¿ attorney alleges that the patient had pain, hernia recurrence, swelling and emotional injuries. It is also alleged that the mesh had pulled away from the upper edge.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol flat mesh (device #2) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. The patient's attorney alleges unspecified injuries on the date of implant; however, no details have been provided regarding the nature of the injury. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol flat mesh (device #2). An additional emdr was submitted to represent the bard/davol flat mesh (device #1). Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol flat mesh (device #1). (B)(6) 2016: the patient had unspecified injuries and underwent revision surgery for implant of an unspecified bard/davol flat mesh (device #2). The patient is making a claim for an adverse patient outcome against the two (2) bard mesh (device #1 and device #2). The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿